Event description:
This is the same event and same pt reported under ID# 2939859-2003-00073. This is the first MDR submitted for the first suspect product. Pt has developed symptoms of hypersensitivity at injection sites and has complained of headaches and blurred vision. Pt was treated with medrol dose pack and topical protopic. Symptoms resolved approximately august 2002.